Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to report that the device had displayed several red x indications recently. The customer also reported that he believed that there may be user error involved.